Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Also, oversensing due to non-physiologic signals/sensing integrity counter was observed and the criteria for right ventricular lead integrity alert were met. T-wave oversensing (twos) identified in vt-ns episodes contributed to elevated short interval counts and triggered the lead integrity alert (lia).

Event description:
It was reported that the right ventricular (rv) lead had supra ventricular tachycardia (svt) and non-sustained ventricular tachycardia (nsvt) episodes with t-wave oversensing (twos). A high sensing integrity counter (sic) was also noted. The rv lead will be reprogrammed and remains in use. It was further reported that the device had a sensing/detection problem. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.